Event description:
Per the clinic, the device was explanted in order to facilitate an MRI scan for an unrelated medical issue. It was also reported that the patient did not regularly use the device. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013.the device was explanted on (B)(6) 2013. There are no plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).